Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the loading process. Users blood glucose level was reported at 105 mg/dl. It was confirmed that the user will be using an alternative pump for insulin therapy.